Manufacturer narrative:
The field service representative performed troubleshooting on the alinity I, serial number (B)(6).. Service observed the r1 and sample syringe crystallizing and the in and out connect on trigger bottle was swapped. The r1 syringe was replaced and calibrated. The r2 and sample pipettor was calibrated and the trigger bottle tubing was corrected. Service determined the syringe assy was the likely cause. Instrument service history of the ai01159 determined no subsequent issues have been reported since service intervention. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the alinity I or the syringe assy. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the syringe assy or the alinity I processing module for serial ai01159 was identified.

Manufacturer narrative:
Patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive alinity I cmv igg and alinity I toxo igg results for a (B)(6) female patient. Sid (B)(6) initial results were reactive for both assays and upon repeat were nonreactive. Additional data was received that was used for reproducibility/troubleshooting only. No impact to patient management was reported.